Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury, including perforation or dissection of valvular structures [e.g. Injury to the mitral valve/ apparatus] is a known potential complication associated with the tavr procedure. Chordae tendinae rupture in tavr can occur during advancement of the guidewire, bav catheter, or delivery system and is most likely to occur with antegrade approaches, however, can occur with a retrograde approach. In some cases intervention may not be required; however, if the rupture is significant it typically results in profound mitral regurgitation and will require intervention to prevent permanent injury. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, and careful manipulation of devices. Per the thv ta training manuals, after gaining lv access with the 0.035¿ soft guidewire, the wire should be jiggled under tee imaging of the mitral valve. An increase in mr suggests wire entanglement in the mitral sub-valvular apparatus. If entanglement is suspected, the guidewire should be completely removed from the ventricle; the operator should change direction of the needle and reinsert the guidewire into the ventricle, checking again for wire entanglement. The tf training manual also provides guidance for valve crossing and wire exchange: exchange 0.035¿ amplatz extra-stiff wire with pre-shaped distal end in left ventricle. Ensure guidecath is advanced upon wire exchange to ensure exchange wire does not get caught in the mitral chordae. In this case, the exact cause of the chordae rupture cannot be confirmed. However, it is possible that procedural factors (device manipulation) may have contributed to this event. There was no allegation of device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, by our (B)(4) affiliate, during a transfemoral deployment of a sapien 3 29mm valve, mitral valve chordae was torn during valve positioning. As reported, difficulty was encountered during insertion of the wire through the patient's native aortic valve; after several attempts the wire was inserted through the valve and rested inside the lv. A balloon valvuloplasty (bav) was performed using a 25mm bav. The delivery system was advanced through the esheath, valve alignment was performed and the valve was advanced through the arch and successfully deployed into the patient's native aortic valve. During deployment, the patient became agitated and following deployment became non-responsive. The patient was intubated and a tee was performed. The tee revealed presence of severe mitral regurgitation and part of the skirt of the valve stent was seen in the left atrium on 3d echo imaging. The patient required surgical repair of the mitral valve and removal of the sapien 3 valve. Of note, it was confirmed during surgery that the patient had a native bicuspid aortic valve. This was not seen nor mentioned in any diagnostic medical imaging tests performed prior to the procedure. It was also confirmed that the patient had torn mitral pillars and chordae. Of last communication, the patient subsequently expired during surgery from cardiogenic shock due to severe induced mitral regurgitation caused by mitral valve injury (anterior mitral leaflet and pillar tear) during valve position and implantation.